Event description:
Corvocet biopsy gun came apart when the biopsy gun was fired. No known harm to patient. 2nd incident in 2 days with same product, same lot number. Refer to medsun report (B)(4) manufacturer response for instrument, biopsy, corvocet¿ (per site reporter) will obtain.